Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code occurred because of a foreign object or liquid on the electrical contacts. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "b30 scope communication err (b30) stop using the endoscope and contact olympus" olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, error code b30 (scope communication error) occurred on the light source when connected to the subject device with different endoscopes. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Event description:
The olympus light source (model clv-190) was reported on medwatch # 3002808148-2022-03169 with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial report. An olympus technician visited the facility and noted there was moisture in the endoscopes. The supply connector could be dried.